Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged on dual antiplatelet therapy. On (B)(6) 2025, a transesophageal echocardiography (tee) was performed, and imaging showed a 10x8mm thrombus on the closure device. The patient was placed on eliquis and then was switched to xarelto. On (B)(6) 2026 follow up tee, the thrombus was still noted, but smaller. The patient will remain on xarelto and is schedule for a repeat tee in three (3) months.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged on dual antiplatelet therapy. On (B)(6) 2025, a transesophageal echocardiography (tee) was performed, and imaging showed a 10x8mm thrombus on the closure device. The patient was placed on eliquis and then was switched to xarelto. On (B)(6) 2026 follow up tee, the thrombus was still noted, but smaller. The patient will remain on xarelto and is schedule for a repeat tee in three (3) months.